Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
The device subsequently was explanted after the patient passed away. There were no allegations that the device was associated with the patient's death. This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, initial review of recorded operational data showed this device did not reach elective replacement status. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. Microscopic visual inspections noted tool marks on the device casing. All seal plugs were intact, and all setscrews moved freely and operated normally. Lead impedance testing was performed with a known electrical load, and the resulting measurements were normal. The device was then put through and passed a series of automated diagnostic testing. Our analysis and testing could not confirm the reported noise or oversensing.

Event description:
Boston scientific received information from a boston scientific field representative that during a routine clinical follow-up, review of stored electrograms from this device showed a one-time diverted ventricular fibrillation episode with approximately six seconds of pacing inhibition due to high-frequency noise on the right ventricular rate/sense channel. Lead diagnostics were normal. The patient is not pacing-dependent, and there were no adverse effects. A boston scientific technical services consultant (ts) discussed the likelihood of myopotential oversensing with a vagal response. The device remains implanted and in service.